Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained via radial artery. The 12mmx3.0mm, eccentric, de novo target lesion containing a >45 degrees bend and was located in the mid left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use in a coronary artery angiography - percutaneous coronary intervention. The balloon device was advanced for dilatation. However, when it was inflated at 8 bar for 20 seconds during the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported. The patient was stable post procedure.